Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer's insulin pump alarmed motor error during bolus delivery. Customer's blood glucose was unknown. The device was not exposed to a strong magnetic force. The error has occurred three times in the last thirty days. The device passed the self test. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.